Manufacturer narrative:
UDI: (B)(4). Device history record review: a device history review was performed and no non-conformance's were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. However, an assignable root cause was not established. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power of the air reamer/drill device was insufficient/low. It was determined that the device was unable to be assembled and the component was damaged. It was further determined that the device failed pretest for check power with test stand, minute 190 watt to 260 watt, check the hose coupling, check the attachment coupling and general condition. It was noted in the service order that the head on the drill/tool where the attachment devices were added did not snap. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.